Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. Evaluation of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge which most likely developed during the treatment. The cycler alarmed appropriately. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Investigation concluded that the dialysate leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Nxstage has initiated a voluntary recall of the affected cartridge lots. The event has been reviewed with facility staff. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. A clear fluid leak was noted. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.